Manufacturer narrative:
(B)(4): fluid overload occurred. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hysteroscopic surgical procedure on an unk date. The pt experienced fluid overload and died following the procedure. Additional information has been requested.